Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damages. The reported events of high lead pacing impedance and oversensing were not confirmed.

Event description:
During a follow-up in clinic, an increase in pacing lead impedance and oversensing were noted on the right ventricular lead. The lead was explanted and replaced to resolve the event. The patient was stable with no consequences.